Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a neurologist had problems with his programming wand as he was not able to interrogate vns pts. A company rep was present at the office of the neurologist and confirmed the wand would not interrogate a demo generator. The company rep used her programming wand with the physician's handheld and confirmed the wand was the problem. A new wand was sent to the neurologist and the reported wand was returned to the MFR. Product analysis was completed by the MFR. Product analysis on the returned wand revealed the serial data cable contained an open conductor and intermittent conductors at the handle location which produced communication errors. All communication errors cleared once the serial data cable was substituted with a known good bench serial data cable.